Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that blood glucose readings were high. Customer states the basals may be off. The current blood glucose reading is 392 mg/dl. Customer treated with insulin pump. Customer experiencing urination and unable to sleep. Customer reported a low blood glucose reading event. Customer was hospitalized for one week due to seizure and coma. Customer passed out. Hospital treated with insulin drip. Nothing further reported.